Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the reported information it is likely a partial capture occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, after deployment, the lever could not be closed and the foot of the prostyle device did not properly retract. The device was removed from the patient with the foot of the device open. There was no reported vessel or tissue damage noted. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures in additional to the sutures of another prostyle and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number.